Event description:
It was reported that the patient did not like the male external catheters and the glue stayed on when tried to take it off.

Manufacturer narrative:
The reported event was unconfirmed and the product met specifications. Visual evaluation noted 30 unopened male external catheters were received. No obvious defects were noted. Further testing required. Adhesive peel test was performed. Samples were tested. Two additional samples were tested as two samples broke the frame of the test. Samples were cut to the required width (0.70" +/- 0.05"). Adhesive peel strength was found to be within specification (0.60-2.10lbf). The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient did not like the male external catheters and the glue stayed on when tried to take it off.